Event description:
Reporter stated the patient experienced 2 episodes of hyperglycemia due to a defect in the infusion set tube. There was a break in the infusion set near the luer lock, and she did not realize this and continued to administer insulin. Her blood glucose elevated to 400 mg/dl, and she vomited and was dizzy. She tested positive ketone bodies (level 5) and was carried into the emergency room by her husband. She was treated with subcutaneous insulin and discharged 6 hours later. The infusion set was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).